Event description:
It was reported that during a unipolar autocapture test post implant, the patient flatlined. The test was cancelled and programming set to vvi 100 at 7.5 v unipolar, however loss of capture continued. Cardiac perforation with a small effusion was discovered. The lead was repositioned, after which normal capture was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.